Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, battery tube threads, cracked, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the belt clip rails and battery compartment. Battery cap contact missing was confirmed during visual inspection. Moisture damage was noted found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip rails were damaged and crack at the battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884 was requested and it was returned for analysis.